Event description:
Reporter indicated that the pt was experiencing aspiration during recovery from vns implant. Follow-up with the physician indicated that aspiration was likely related to the pt recovering from the surgery.